Event description:
It was reported by service report that the head end jack will drift down with or without weight applied. It is unk if there was pt involvement, however, no adverse consequences are reported.